Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
A partial lead with the lead tip measuring 46.1cm was returned for analysis. External insulation abrasion was noted at 43.6-43.7cm from the lead tip. External and internal insulation abrasion was noted at 37.9-38.5cm from the lead tip. Insulation damage was found at the same location, consistent with clavicle crush damage. Externalized conductors due to external and internal insulation abrasion were noted at 35.0-37.0cm from the lead tip. Internal insulation abrasion was noted at 8.0-9.3cm and 8.4-9.2cm from the lead tip. The etfe coating was intact at these locations. Externalized conductors due to external and internal insulation abrasion were noted at 28.5-30.8cm from the lead tip. The etfe coating was abraded at this location.

Event description:
New information received notes that during follow-up, provocative testing was performed. Noise was observed with arm movement. The physician believed he saw fracture on fluoroscopy. The lead was explanted and replaced. There were no consequences to the patient during the procedure, and the patient was in good condition after the event.

Manufacturer narrative:
A partial lead with the lead tip measuring 46.1cm was returned for analysis. External insulation abrasion was noted at 43.6-43.7cm from the lead tip. External and internal insulation abrasion was noted at 37.9-38.5cm from the connector pin. Insulation damage was found at the same location, consistent with clavicle crush damage. Externalized conductors due to external and internal insulation abrasion were noted at 35.0-37.0cm from the lead tip. Internal insulation abrasion was noted at 8.0-9.3cm and 8.4-9.2cm from the lead tip. The etfe coating was intact at these locations. Externalized conductors due to external and internal insulation abrasion were noted at 28.5-30.8cm from the lead tip. The etfe coating was abraded at this location.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Event description:
It was reported during normal follow up, externalized conductors were observed via fluoroscopy. No electrical anomalies were noted. Lead remains implanted and patient to be monitored. Patient condition after the event was good.